Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03490. It was reported the patient is not receiving effective therapy due to high impedances. In turn, surgical intervention was undertaken and the system was explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
Date of explant: explant date was provided.